Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the device was explanted and returned.

Event description:
It was reported that the patient at the clinic with the device exhibiting battery longevity data anomaly. The device was tested and no further anomalies were found. The patient will continue to be monitored normally.